Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor was unable to power on. Upon evaluation, there was corrosion on the j2005 connector on the auxiliary pca board. The cause of the inability to power on is the corroded connector. The root cause of the corrosion is liquid ingress of an unknown contaminant. No adverse event resulted from the corroded connector.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on.